Event description:
It was reported that pump touchscreen was cracked and shattered the pump screen became unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.